Event description:
The customer reported that their mx40 monitor was not sending extreme brady or pause alarms to the philips information center ix (pic ix) telemetry surveillance host. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.